Event description:
The reporter stated that during an invasive radiology procedure contrast media spilled onto the floor through a slice in the tubing when being injected. The procedure had to be restarted resulting in the patient receiving an additional dosage of radiation. No patient injury was associated with this event.